Event description:
Patient reported wearing the pod on the hip/buttocks for between 24 and 36 hours. While wearing the pod, patient observed blood on the adhesive; upon removal, a bump with pus was noted on the thigh. Patient sought medical attention; exact date and visit details are unavailable as the event occurred the prior year. For reporting purposes, (B)(6) 2025 was used as the occurrence date. Patient indicated that the diagnosis may have been abrasion (unconfirmed). Treatment included cleaning of the site, incision and drainage, and administration of antibiotics (medication names unknown). Patient also reported recurrent redness and itchiness at the pod site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Operating system: 17.4. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.